Event description:
It was reported that the patient underwent a gynecological procedure on an undisclosed date and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to pop. Following insertion the patient experienced bowel problems, bleeding, dyspareunia, and vaginal scarring. It was reported that patient underwent mesh repair on (B)(6) 2005 due to recurrent rectocele with failed pelvisoft graft. The patient underwent mesh revision/removal and vaginoplasty with revision of posterior vaginal wall on (B)(6) 2005 due to posterior vaginal wall dehiscence around the rectocele repair mesh. It was also reported that patient underwent mesh revision/removal on (B)(6) 2006 due to posterior wall mesh erosion. It was also reported that patient underwent mesh removal/revision on (B)(6) 2008 due to recurrent posterior vaginal wall graft erosion. It was also reported that patient underwent repair on (B)(6) 2010 due to recurrent prolapse.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Additional narrative: it was reported that patient underwent mesh repair on (B)(6) 2006 by dr. (B)(6).